Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 3.00x24mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the stent came off the balloon delivery system. A snare was selected to retrieve the dislodged stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable and was discharged the following day.

Manufacturer narrative:
(B)(4). Device is a combination product. Device code (B)(4) relates to component code (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).